Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a leak between the heater bag and the cassette. The hp stated that the leak occurred at the seam of the heater bag where it connects to the cassette. The hp noted that the heater bag was found to be damp in the morning. The patient was connected to the homechoice (hc) at the time of the event. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.